Manufacturer narrative:
The devices have not been returned to omsc for evaluation. Since the model name and serial number of the device were not informed. Omsc could not confirm the manufacturing history. It was reported that the user facility does not consider that the cause of the infection is the device. Olympus tried to obtain additional information but could not obtain further information from the user facility. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that several patients were infected and the patients had undergone procedures using an unspecified olympus broncho endoscope at the intensive care unit of the user facility. Other detailed information such as the number and outcome of the patients are not provided. The subject device had been reprocessed using an olympus automated endoscope reprocessor model oer-3 or oer-4 (not available in the USA).